Event description:
It was reported that the patient had pain, an elevated cobalt level and pseudo tumor so the surgeon revised the left hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.